Event description:
In 2008, boston scientific corporation was informed that during the procedure, the resolution clip device clip would not deploy from the catheter. The procedure was completed with another of the same device without any pt complications. Pt is "stable".

Manufacturer narrative:
.